Event description:
The customer reported that following a radiology/stent procedure on may 19, 1999, a vasoseal vhd kit size 2 was deployed. The physician stated that he felt little resistance when the dilator was advanced into the tissue track and that he felt the artery was supple. Following deployment the pt's distal pulses were absent. Fluoroscopy revealed that the femoral artery was occluded by the collagen plug at the puncture site. The physician attempted thrombo aspiration to remove the collagen and, was not successful. The pt was taken to surgery and the collagen was removed. No further complications were reported.